Manufacturer narrative:
Pump passed the self test and displacement test. Pump was monitored without the test energizer battery inside the battery compartment and reinsert(ed) into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. However, the critical block and inverse critical block did not add to zero found in the formatted history file due to problem isolated on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated the alarm did not occur immediately after a battery change. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.